Manufacturer narrative:
Name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was experienced high blood glucose levels of 419 mg/dl on (B)(6) 2026 due to bent cannula. The patient was treated with pump. The infusion set was in use for one days.